Event description:
The customer reported that during a routine check of the iabp, low vacuum alarm was observed. No pt was involved.

Manufacturer narrative:
Eval summary: device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company rep observed low vacuum and discovered a small split in the vacuum hose at the last 1/4 inch. It was removed the end section, cut the damage piece and reconnected. Calibration was verified including functional testing and safety checks to factory specifications. The pump was returned to the customer. (B)(4).